Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter name: requested, not provided. Occupation: requested, not provided. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal device and vascular sheath could not be locked and were loose during use in the process of of placing a fixed block. Therefore, the vascular sheath and the device could not be withdrawn. The patient was in good condition. Countermeasure taken was to change to a new one. There was no patient injury/medical or surgical intervention required.

Event description:
Additional information was received on 03 mar 2022: the estimated blood loss was less than 250cc's.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to correct section b5 for follow up 1 report and to provide the completed investigation results. In the follow up 1 report section b5 was inadvertently left blank. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.